Event description:
It was reported that while preparation, during introducing of the subject guidewire into the guidewire introducer, some green particles of the coating peeled off. There was no patient involvement. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.

Manufacturer narrative:
Based on the results of the DHR review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. Visual/ microscopic inspection: an attempt had been made to shape the tip of the guidewire. The guidewire was returned loaded into the introducer 79.1cm from the distal end and 107.3cm from the proximal end. The guidewire ptfe coating was examined under magnification and the ptfe was peeling/peeled off in multiple places from 0.2cm to 107.3cm from the proximal end. A ptfe shaving was visible coming from the distal end of the introducer hub. Flakes of ptfe were present on the surface of the introducer distal end. The inner rim of the introducer was rough. The core wire distal end was observed through the distal tip dome. The hydrophilic coating was hydrated and on inspection, no anomalies were noted. Functional inspection: a functional test was not required as the defect was visually confirmed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared as per the directions for use and continuous flush was set up and maintained throughout the clinical procedure. There was no patient involvement and the device was not in use on the patient at the time of the event. The physician claimed the wire introducer could have caused the issue. Analysis of the returned device found the ptfe was loaded into the guidewire. The tip of the guidewire appeared to have been shaped. The ptfe was peeled off or peeling between approximately 0.2cm to 107.3cm from the proximal end. Shaving(s) and flake(s) of ptfe were present inside the distal end of the introducer and on its surface and is consistent with damage caused by back loading the guidewire into the introducer sheath. The as reported and as analyzed guidewire ptfe coating peeling in addition to the as reported device difficulty prepping has been assigned handling damage as the issue is due to handling of the product or portion of the product during the clinical procedure, upon removal of the product from the packaging, or preparation of the product prior to use.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that while preparation, during introducing of the subject guidewire into the guidewire introducer, some green particles of the coating peeled off. There was no patient involvement. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient.